Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned ventilator found the relief alarm pressure, air mix, and positive end expiration pressure (peep) knobs along with continuous positive airway pressure (CPAP) knob end cap missing. In addition, the battery door was found damaged due to impact and the manometer was out of specification. The reported problem was confirmed and caused by user interface. To resolve this problem, the manometer, control knobs, and battery door were replaced, a service kit was installed, preventive maintenance performed and the device was recalibrated. A device history record (DHR) review was not performed as this event was not related to manufacture of the device. E4 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during hospital preventive maintenance of the ventilator it was found to have missing knobs and a cracked door. No patient was involved.